Manufacturer narrative:
Tested with a test p-cap and the test p-cap locked in place properly. Unit received with partially broken off retainer, partially broken off reservoir tube lip and cracked reservoir tube lip. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and cracked case on battery tube area.

Event description:
The customer reported via phone call that a piece of reservoir compartment fell off and reservoir locks into place but and another piece around the side was cracked. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Tested with a test p-cap and the test p-cap locked in place properly. Unit received with partially broken off retainer, partially broken off reservoir tube lip and cracked reservoir tube lip. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and cracked case on battery tube area.